Event description:
Medtronic strata valve was implanted and appeared to be leaking from the bubble part of the valve and would not pump fluid from the ventricular catheter through to the peritoneal catheter. It was exchanged for a new valve and there were no further issues.